Manufacturer narrative:
Device evaluation has confirmed the reported issue. Device evaluation found the ceramic head insulation beak was broken. Based on the results of the investigation, a definitive root cause cannot be identified. The most likely cause is impact, dropping, shock or similar stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection the subject device "ceramic head (insulation beak) was broken ". There was no patient involvement in this reported event.